Manufacturer narrative:
(B) (4). Results and conclusion summary: product performance engineering reviewed the incident. Balloon ruptures can be affected by balloon damage during manufacturing, materials, interactions with the stent or other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The lesion was 99% stenosed, which may have contributed to the difficulties experienced. It is possible that the balloon material was damaged (scratched) during interactions with other devices, or the pt anatomy. A definitive cause for the reported balloon rupture cannot be determined, though there does not appear to be any indication of a product quality deficiency.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has caused or contributed to pt injury previously. Device issue: balloon rupture. It was reported that the lesion had no tortuosity, no calcification and a 99% stenosis. No problem was observed when advancing the voyager rx balloon catheter to the lesion. The balloon was inflated at 14 atms for 30 seconds. However, when the balloon was inflated for the second time, the balloon ruptured at 12 atms. Thus, the balloon catheter was removed out of the vessel. Blood was confirmed inside the balloon and a pinhole rupture was observed near the distal marker. No additional event or pt info is available.